Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 2937457-2014-01309, 1225714-2014-05316, 1225714-2014-05317.